Event description:
Customer reported the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a connector on the power motor relay board. System operates as intended. This MDR is related to ge healthcare.